Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed since the customer did not provide physical samples or photographs to perform the analysis and determine the type of defect. However, a walkthrough of the molding process was carried out and ruled out as a cause, as it was found to be operating under optimal conditions. In the assembly process, it was identified that during the cylinder¿plunger¿stopper stage, some nozzles were damaged and misaligned. This was due to the original design, which caused damage to the cylinder tip; therefore, it can be considered a potential cause based on the customer¿s description. Actions have been implemented to mitigate this defect.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c luer was cracked / damaged / deformed. The following information was provided by the initial reporter: material #:309657 batch#:4261606, 4319903, 4319917, 4232220, 4291326, 5008054. This for bd 3ml syringe ref# 309657, henry schein # 9870248. This may be on a manufacturer defect level. We are finding that the barrel of the syringe is warped toward the tip of the syringe. This is causing medications during injections to stop having to re-stick patients. I have found that it is affecting all current lots that we have on hand. This is causing medications during injections to stop having to re-stick patients. I have collected the xxx brand 3ml syringes #309657 between all of my locations and am using a different brand. I have 48 boxes in total. Here are the lot# that we have: 4261606, 4319903, 4319917, 4232220, 4291326, 5008054.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.